Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was hospitalized for community-acquired pneumonia. The patient was given antibiotics and steroids. The patient has now been discharged from the hospital and is using their device to find effective pain relief.